Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm, which occurred on the homechoice (hc) during use, during fill 3 of 6. The home patient (hp) stated that he had an earlier alarm having to do with the heater bag so he switched out the heater bag. The baxter technical service representative (tsr) advised the hp to start over with new supplies or finish with manuals. The tsr advised the hp to only disconnect the bags if he planned on starting over with new supplies. The hp would finish with manuals and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and he said he finished out therapy then with manual supplies. He had already spoken to the tsr about not reusing supplies. He did not notice anything wrong with any of the previous supplies. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.